Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was brought to the emergency room and expired in the intensive care unit. Death could possibly be due to longterm bradycardia which generated into ventricular tachycardia during resuscitation.